Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported "severe pain and discomfort in the breasts," "according to the plastic surgeon's report, the patient has been feeling severe pain, in addition to "stabbing pain and burning sensation" in the breasts, in addition to being suffering from the great fear of developing something worse, also affecting the health and mental well-being. In addition, the medical report attested that the patient sought a control evaluation on the express recommendation of allergan itself, which withdrew the implants of the brand used by the patient from the market, after an alert issued by the food and drug administration - FDA, associating the prostheses in question to the emergence of large cell lymphoma, a fact of public knowledge. Since then, the patient has been amicably trying to replace the prostheses, since does not have resources for such a procedure, while the pain and other symptoms continue to progress." This record relates to the left side. The device remains implanted.